Event description:
The following information was provided: during mako tka, when measuring the virtual gap, the insertion of the medial collateral ligament (mcl) tore slightly when valgus stress was applied. The tore part was sutured.